Event description:
It was reported that during surgery, the surgeon prepped the femur and determined a size 18 stem would fit. The sealed box for the stem was opened and the hard plastic packaging had a hole in the corner. The implant was deemed not sterile and the femur canal was re-prepped for a size 17 stem. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has been compromised. Additional evaluation found black debris and damaged pouch, however, as the black debris and damaged pouch were not initially reported, no further investigation was performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.